Manufacturer narrative:
(B)(4). The guide wire, gauze with small green ribbons, guide catheter, and inserter were returned for evaluation. The distal segment of the returned guide wire was found shaped. No other deformation was observed on the guide wire. For approximately 45-115cm from the wire tip, the ptfe coating was found peeled off linearly in the longitudinal direction. Color of the green ribbons looked alike the ptfe coating of the returned guide wire; those were thought to be peeled ptfe fragments of the returned guide wire. The returned guide catheter and inserter had no damage that would attribute to peeling of the ptfe coating. To replicate the ptfe coating damage, an unused guide wire of the same brand was inserted into the returned inserter and made to contact the edge of the inserter tip. As a result, similar ptfe coating damage that was seen on the returned guide wire was observed on the sample guide wire. Shape of the peeled ptfe coating fragments was similar to the returned green ribbons. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and the above investigation outcome, it was concluded that ptfe coating was peeled off by friction occurred when the edge of the inserter tip point contacted the surface of the returned guide wire. There was no indication of product deficiency. Although no patient adverse effects were reported, a possibility that the coating fragments might be left in the anatomy could not be completely ruled out. Introductions for use (IFU) states: [warnings] do not use the guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic part may contact surface of this guide wire. [This guide wire may be damaged or separated.]; and, [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that ptfe coating of an asahi guide wire was peeled off during a pci to treat a moderately calcified 90-99% stenosis in the lad #6. Resistance was felt during wire manipulation with the wire being inserted in a y-connector. The physician took the guide wire out of the patient and found that the ptfe coating of the guide wire was peeled off. The guide catheter that was placed in the anatomy was removed to make sure the ptfe coating fragments were retrieved by flushing the catheter lumen. The guide catheter, y-connector and guide wire were replaced with new ones to resume the procedure. The pci was successfully completed with reestablished blood flow by stenting. There were reportedly no adverse patient effects and the patient was without problem after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.